Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that during unpacking the device, the doctor noticed that the stent was not crimped correctly on the balloon. The stent was separated from the balloon, when pulling the device out of the plastic shell. No add'l event or pt info is available.